Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer stated that there was resistance when filling the cartridge. The customer's blood glucose level was unknown.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.